Manufacturer narrative:
(B)(4) - the plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Treatment records obtained from plant investigation indicated an episode of increased intraperitoneal volume (iipv). Drain 0 4ml fill 1 1999ml drain 1 1741ml fill 2 1757ml drain 2 1764ml fill 3 1757ml drain 3 1750ml fill 4 1757ml drain 4 1761ml fill 5 1756ml drain 5 1756ml fill 6 1757ml drain 6 3642ml fill 7 1004ml the reported drain volume from of 3641ml during drain 6 is 182% over the expected drain volume which results in a reportable device malfunction. No adverse event reported at this time. Additional information has been solicited.

Manufacturer narrative:
The cycler was evaluated. Exterior visual inspection showed no signs of physical damage. A simulated treatment was performed on the liberty cycler and was completed without any failures or problems. Mechanical and electrical testing passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.